Manufacturer narrative:
A ge service rep performed an on site investigation. The f6 fuse and the power switch were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the touch screen on the 9800 system would not work. Also the power switch would not light up. No pt injury was reported.